Event description:
The surgeon reported a corneal burn during the early stage of phacoemulsification of a brunescent cataract. Sutures were required to close the wound. Follow up reports indicate that the patient will have a good outcome, with no lasting impact.